Event description:
It was reported that the device was far-field r-wave oversensing via review of merlin.net transmission that caused inappropriate auto mode switch. Programming changes were suggested and will be made at next follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.